Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a broken bottle was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "blood culture bottle rubber stopper falls into the bottle, there is a risk of blood leakage".

Manufacturer narrative:
Due to additional information and after further review 3008352382-2021-00172 is not reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. This particular event would require the user to acquire replacement material in order to use as intended. This event results in user dissatisfaction. These physical defects do not negatively affect the results, and would render the product unusable. This is unlikely to cause serious injury. As a result 3008352382-2021-00172 is void.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a broken bottle was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "blood culture bottle rubber stopper falls into the bottle, there is a risk of blood leakage".